Event description:
Npb received information that a lp10 was reported to stop working while in patient use, resulting in transient hypoxemia.

Manufacturer narrative:
Per the initial reporter, the patient's mother said that she didn't think there was anything wrong with the vent and that somehow it got switched to standby. Preliminary testing by the initial reporter could not duplicate the event.